Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. The initial implant date was the first decade of (B)(6) in 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the tomofix plate occurred at a hole in the head area of the plate. The golden anodized tomofix plate is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition and mechanical properties. The material of the plate is in compliance with the international standards. The microstructure is in accordance to the international standard and the synthes specifications. The dimensions of the investigated tomofix plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing and the producer and ao/asif specifications. On the lower side of the tomofix plate an area with discoloration/abrasion of the anodic layer was shown. This was likely caused by rubbing against each other of the plate and bone and/or bone substitute. When examining the proximal fracture surfaces of the tomofix plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack initiation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is clear indication of a fatigue process. The fracture surfaces showed mainly a structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface of this tomofix tibial head plate, we can conclude that the plate was subjected to low and moderate dynamic bending loads, one sided. Constant alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate was found broken about 1 year later of the initial surgery. The initial implant date was the first decade of (B)(6) in 2014. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.